Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt lost stimulation on (B)(6) 2011 and subsequently saw an end of service message on the programmer. A longevity calculation was performed and estimated the neurostimulator battery life at (B)(6). It was also reported that impedances were measured and all impedance readings with reference electrode 1 were above 10,000 ohms. All impedance readings with reference electrode 0 were between 600 and 800 ohms. Electrode 1 was not used in therapy programming. Add'l info has been requested, but was not available as of the date of this report.